Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. The sample has been received and is available for evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional relevant details become available.

Event description:
Baxter (B)(6) received a report that an infusor patient control module (pcm) flowed when the button was not pressed before use. The hospital lifted the pcm higher than the infusor, and they found that air was going to the pcm. The concomitant medical products are currently unknown. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one patient control module (pcm) without the infusor for evaluation. Visual inspection of the pcm showed no signs of physical abnormality. The pcm was connected to an infusor for a functional flow test. The infusor was filled with dextrose to the nominal volume and then primed. The reported condition of continuous flow at the patient luer without pushing the pcm button was confirmed. The device is designed to flow without pushing the pcm button. The pcm is used as a bolus dose and was within specifications. The flow rate from the patient luer was 3.97 ml/hr, which is within specifications of the device. No root cause was identified as no evidence of product malfunction was observed. No repair was done as this is a single-use device which will be discarded. No other observations were noted on the unit.